Event description:
It was reported that during the laparoscopic sleeve procedure, the doctor was firing on the stomach. It cut but did not staple. He was firing with a green reload using gore seam guard brand. The procedure was completed successfully using a like device. There was no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.